Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump had a persistent alarm with a blank screen. No patient injury reported.

Manufacturer narrative:
Tamper seal was broken on the bottom case. Cracked on right plunger case and broken capacitor on interconnect board. Unable to review the event history log due to blank screen and constant alarm. Power up process. Blank screen and constant alarm was found at power up. Upload configuration from base to head by using power point process. Performed pm maintenance and all functional testing. Incomplete upload process from customer. Blank screen with constant alarm found caused by incorrect process for software update by customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.